Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No number ramping anomaly or scroll bar anomaly was noted. The insulin pump passed the unexpected restart error test with no alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of 126 mg/dl. The customer reported that the buttons of the insulin pump were not responding. The customer also reported that the insulin pump would unexpectedly restart. The customer also reported condensation under the screen of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.